Event description:
This ra lead was implanted on (B)(6) 2014, and is still in active implant. A procedure form was received in medical records indicating, that this lead was revised on (B)(6) 2014, due to not having slack at implant. Slack was added, during the revision. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).